Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that a b31 scope communication error message was received and there was no image. This is attributed to the breakage of the electronic board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device did not yield any image. There is no harm to any patient or persons.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Device ltf-s190-5 ((serial number (B)(4)) was used to complete the procedure.

Event description:
Addendum aug 26, 2022: event of no image occurred during preparation for use before the procedure. The intended laparoscopic hernia procedure was completed with a similar device. There was no impact on the patient due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a breakage of the electronic board. Olympus will continue to monitor field performance for this device.